Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) leads exhibited increased impedance measurements. The physician elected to surgically explant and replace both leads to resolve the event. The patient was stable with no adverse consequences. The ra and rv leads are expected for analysis, but have not yet been received.

Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) leads exhibited increased impedance measurements. The physician elected to surgically explant and replace both leads to resolve the event. The patient was stable with no adverse consequences. Both leads were received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.